Event description:
It was reported that during the implant attempt the lead experienced low sensing in the first position, and the helix would not extend again after being repositioned to a new location. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor and in/on the helix mechanism.